Event description:
The customer had an on-going issue with questionable results for troponin t stat generation 4 (tnt), parathyroid hormone (pth), total prostate-specific antigen (tpsa) and pro b-type natriuretic peptide (pro-bnp). The customer provided results for 55 patient samples. The following 17 discrepant results were reported outside the laboratory. The medical director was in touch with the units and physicians and there were not reports of any adverse affects to any patients due to any of the erroneous results reported during this event. Patient 1, initial tnt result was 0.072 ng/ml. The sample repeated on the cobas e601 recovered 0.297 ng/ml. The corrected result of 0.297 ng/ml was called to the unit where the patient was located on (B)(6) 2011. Patient 2, initial pth result was <1.20 pg/ml. The sample was immediately repeated and recovered <1.20 pg/ml. The sample repeated again on (B)(6) 2011 (on the elecsys 2010 disk analyzer) recovered 32 pg/ml. Patient 3, initial pth result was <1.20 pg/ml. The sample was repeated and recovered <1.20 pg/ml. The sample repeated again on (B)(6) 2011 (on the elecsys 2010 disk analyzer) recovered 18 pg/ml. Patient 4, initial pth result was 48 pg/ml. The sample was repeated on (B)(6) 2011 and recovered 79 pg/ml. Patient 5, initial pth result was 44 pg/ml. The sample was repeated on (B)(6) 2011 and recovered 65 pg/ml. Patient 6, initial pth result was 17 pg/ml. The sample was repeated on (B)(6) 2011 and recovered 52 pg/ml. Patient 7, initial pth result was 72 pg/ml. The sample was repeated on (B)(6) 2011 and recovered 111 pg/ml. Patient 8, initial pth result was 41 pg/ml. The sample was repeated on (B)(6) 2011 and recovered 189 pg/ml. Patient 9, initial pth result was 230 pg/ml. The sample was repeated on (B)(6) 2011 and recovered 354 pg/ml. Patient 10, initial pth result was 46 pg/ml. The sample was repeated on (B)(6) 2011 and recovered 93 pg/ml. Patient 11, initial pth result was 29 pg/ml. The sample was repeated on (B)(6) 2011 and recovered 51 pg/ml. Patient 12, initial pth result was 21 pg/ml. The sample was repeated on (B)(6) 2011 and recovered 84 pg/ml. Patient 13, initial pth result was 27 pg/ml. The sample was repeated on (B)(6) 2011 and recovered 48 pg/ml. Patient 14, initial pth result was 33 pg/ml. The sample was repeated on (B)(6) 2011 and recovered 103 pg/ml. Patient 15, initial pth result was 23 pg/ml. The sample was repeated on (B)(6) 2011 and recovered 42 pg/ml. Patient 16, initial tpsa result was 1.26 ng/ml. The sample was repeated on (B)(6) 2011 and recovered 3.06 ng/ml. Patient 17, initial tpsa result was 1.88 ng/ml. The sample was repeated on (B)(6) 2011 and recovered 3.47 ng/ml. The tnt reagent lot number was 15989402. The pth reagent lot number was 15918501. The tpsa reagent lot number was 15962503. The field service representative determined the cause was a mechanical failure of the static brush in the sample system and a misadjusted pressure sensor. He replaced the static brush and adjusted the pressure sensor. The field service representative checked the analyzer and reviewed performance tests performed prior to his arrival. The performance tests were acceptable.